Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change had occurred prior to the occlusion alarm declaring. A system check was performed and the pump performed as intended. Insulin deliveries were resumed after the system check. Additionally, it was reported the customer removed the pump case from the pump and the cartridge was pulled out. A supply change was performed to address the issue. Customer's blood glucose level was 280 mg/dl.